Event description:
It was reported the pt's giant right carotid aneurysm was treated with 4 pipelines. Nineteen days post procedure, the pt presented with an ipsilateral parenchymal hemorrhage. The report also mentioned that the bleed is typically at frontal-parietal, not near the aneurysm.

Manufacturer narrative:
The devices involved in the event will not be returned for eval as they were implanted in the pt. Model# and lot# of other pipelines involved: model#: fa-77500-20, lot#: 9458471, dom: 6/23/2011, expiration: 6/1/2014. Model#: fa-77475-12, lot#: 9438887, dom: 05/02/2011, expiration: 5/1/2013. Model#: fa-77475-14, lot#: 9430691, dom: 4/9/2011, expiration: 4/1/2013. (B)(4).